Manufacturer narrative:
The device was returned, but the investigation is ongoing.

Event description:
As found reported by our affiliates in (B)(6) , during implantation of a 26mm sapien 3 ultra case in aortic position by transfemoral approach in a non-edwards valve (a thv in thv), the commander delivery system balloon burst. The perforation was due to the degenerated frame of the non-edwards thv. There was no patient injury. The valve was implanted successfully, and the commander ds was retracted together with the esheath. The final patient outcome was good.

Manufacturer narrative:
The commander delivery system was returned for evaluation loader cap assembly, stopcock tightly attached. The delivery system was in lock position with fine adjustment 50% used. The flex indicator was in straight position and balloon shaft was noted bent and kinked due to packing. The returned device was visually evaluated. A radial tear burst at approximately 50 mm from the nose tip. A balloon burst was confirmed with no missing material. Two wings of the distal nose code were flared out. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Instructions reviewed include IFU for commander delivery system with s3u, device preparation manual, procedural training manual, and training manual valve-in-valve supplement. A complaint history review on confirmed device complaints (returned and no product returned) from may 2020 to april 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (pre-existing valve/stent) and procedural factors (none are applicable). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was able to be confirmed from returned device evaluation. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'the perforation was due to degenerated frame of the thv'. A pre-existing valve was present in the patient landing zone. It is possible that the interaction between the balloon and the struts of the degenerating pre-existing valve likely compromised the balloon wall during inflation and caused the reported burst. In this case, available information suggests that patient factors (pre-existing valve) may have contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.